Event description:
The iab was inserted into the pt on 7/8/97 at 9:30 am. Poor augmentation was noted during iabp. The iab was removed on 7/10/97 after iabp for 51 hours. The pt went on the expire. The contact stated that the death was not a direct consequence of the iab or iab therapy. (Event complications: none from the event - reported 7/21/97.) (Pt's current status: expired - rpt'd 7/21/97.)